Manufacturer narrative:
The actual date of event is unknown. Omit: c20 - no findings available, d15 - cause not established. Additional information: initial reporter zip, imdrf annex a,g,b,c and d codes and manufacturer narrative. Investigation summary: the report indicating that the device had displayed an incorrect dosing/programming error could not be confirmed or replicated during the investigation with the information provided. However, the root cause of the reported complaint was determined to be user error. It was reported that the device had displayed the incorrect dose; however, the hard limit feature ensures that an infusion can only be initiated if the programmed dose is equal to or less than the configured hard limit value. An internal and external inspection of the devices could not be performed due to no devices being returned for investigation. A log analysis of the devices could not be performed due to no devices being returned for investigation. No devices were returned to testing; however, the facility provides the data set and pictures of the complaint. During data set testing, no issues or anomalies were found. The bd alaris guardrails editor software user manual (v12.1.2) states in glossary the next statement: a programming limit or best-practice guideline determined by hospital/health system and entered into data set. Profile-specific limits are defined for flow rate, patient weight, and maximum and minimum continuous dose for each drug in the drug library. Dose limits can be defined by hospital/health system as either hard or soft limits. - a hard limit is a programmed limit that cannot be overridden, except in anesthesia mode. - a soft limit is a programmed limit that can be overridden. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported incorrect dosing/programming error was determined to be the result of a user error. It was reported that the device had displayed the incorrect dose; however, the hard limit feature ensures that an infusion can only be initiated if the programmed dose is equal to or less than the configured hard limit value. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had displayed the incorrect dose. The clinician attempted to give 15 mg/kg however the pump is choosing 38 mg/kg. The hard maximum displayed at clinician end is 16 mg/kg. There was patient involvement, however outcome is unknown.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had displayed the incorrect dose. The clinician attempted to give 15 mg/kg however the pump is choosing 38 mg/kg. The hard maximum displayed at clinician end is 16 mg/kg. There was patient involvement, however outcome is unknown.